Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress cov-2/flu/rsv plus tested on the genexpert instrument. The patient was symptomatic at the time of testing. Sample 1 was collected from the patient on (B)(6) 2022 and tested using xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Sample 2 was collected from the patient on (B)(6) 2022 and tested using abbott ID now which resulted in covid-19 positive (reported to physician). The abbott ID now test report shows that the kid lot number used had expired on (B)(6) 2021. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress cov-2/flu/rsv plus tested on the genexpert instrument. The patient was symptomatic at the time of testing. Sample 1 was collected from the patient on (B)(6) 2022 and tested using xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Sample 2 was collected from the patient on (B)(6) 2022 and tested using abbott ID now which resulted in covid-19 positive (reported to physician). The abbott ID now test report shows that the kid lot number used had expired on 16-dec-2021. Review of pcr raw data provided by the customer showed no evidence of product malfunction or interference. The internal control (sample processing control) curve and cycle threshold value were normal. There was insufficient information to conclude the likely root cause. There was no reported patient harm. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Device evaluated by manufacturer: answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.